Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline disconnect events resulting in system stops. It was reported that the patient performed a controller exchange at home; however, the events prompting the exchange were not identified, and no alarms were found in the submitted log files that might prompt an exchange. The submitted controller log files were reviewed and found that the pump operated at the set speed without issue while the driveline was connected. The driveline was disconnected at 21:38:56 on (B)(6) 2022. The driveline was reconnected at 21:41:13 on (B)(6) 2022, and the pump continued operation at the set speed until the driveline was disconnected again at 21:44:55 on (B)(6) 2022. The driveline remained disconnected for the remainder of the file. The pump appeared to be operating as intended. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas) with no further reported issues at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient exchanged their system controller at home. A review of the log files showed that the driveline was disconnected at 21:38:56 causing the pump to stop. The driveline was then reconnected at 21:41:16. The driveline was then disconnected a second time at 21:44:55 consistent with the system controller exchange. The reason for the system controller exchange was unknown. Related MFR # of the system controller: 2916596-2022-13862.